Event description:
It was reported that upon positioning an embolization coil within an aneurysm, the coil stretched and prematurely detached. A portion of the coil remained in the parent vessel. The coil was retrieved successfully using an intravascular snare. No harm or injury was reported. Patient information - patient identifier, age, sex, and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. The remainder of the pusher was normal in specification. The implant coil was not returned for evaluation as it remains within the patient. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for evaluation. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.